Manufacturer narrative:
Complaint is confirmed. Functional testing with ar-9676 reveals that the device does not work as required due to the damage to the device. Visual evaluation notes that the ar-9597-20 had damage on the edges around the device, abrasion marks on the base, and strong abrasion marks at the distal end and inside the inner diameter of the angled reamer. Also, oxidation spots were observed on the base. The most likely cause of this condition is excessive force/friction during use or insertion.

Event description:
On 8/29/2023, it was reported by a sales representative via sems-06017552 that an ar-9597-20 angled reamer sleeve had an issue. When this instrument was used with an ar-9676 angled reamer, drive shaft, the inside shaft was not able to spin freely. This was discovered after use in an unspecified procedure with no patient harm. Additional information has been requested. On 9/1/2023, the sales representative provided the following information via email: this occurred during an rtsa procedure on (B)(6) 2023. The procedure was completed successfully with no case delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.